Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was missing the backflow guard. The following information was provided by the initial reporter: "item doesn't work - supposed to have backflow guard and it doesn't"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 18-jul-2022. H6: investigation summary bd received five sealed 22 gauge insyte autoguard units from lot 1293277 for evaluation. A review of the device history record was performed for the reported lot and no quality defects were found during production. Our quality engineer visually inspected the returned units and observed no visible defects. Next, the devices were tested for leakage and no leakage was observed coming from the devices. Additionally, each device was noted to have the vent plugs with no missing components. Therefore, based off the visual inspection and leakage testing the engineer was not able to verify the reported defect. Since no defects were found during investigation a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was missing the backflow guard. The following information was provided by the initial reporter: "item doesn't work - supposed to have backflow gaurd and it doesn't."